Event description:
Reportedly, the buzzer/speaker only sounds when turning on and off the ventilator. However, when there is an alarm due to the error on the ventilator, the buzzer/speaker does not sound. There was no patient involvement in this case. Please note that if it were to recur, the faulty audio sound board has a potential for causing the ventilator to be unable to produce an audible alarm. Replacement boards were provided to the distributor to fix the problem.